Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a (B)(6) year-old female patient who had essure (batch no. 644592, 644692) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included menses irregular, abdominal cramps, nausea, nabothian cyst and human papilloma virus antibody positive. Concurrent conditions included vaginal odor, fatigue, weight loss, shortness of breath, urinary frequency, vaginal discharge, uterine bleeding, uterine enlargement, ovarian cyst, adnexa uteri mass, endosalpingiosis, salpingitis isthmica nodosa, paratubal cyst and pap smear abnormal. Concomitant products included drospirenone + ethinylestradiol (yaz) from (B)(6) 2009 to (B)(6) 2010, medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2009 and promethazine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine leiomyoma"), 7 years 11 months after insertion of essure. The patient was treated with surgery (unilateral salpingectomy and oophorectomy (left side removal of ovary)). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, depression, anxiety, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure coils right: 3, left: 4. Discrepancy noted in personal information - unilateral salpingo ¿ oophorectomy (left side) and have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2016: the procedure was notable for normal cervical epithelium, normal gland openings, and nabothian cysts present. Hysterosalpingogram - on an unknown date: essure device was successfully occlude (as per legal complaint). Pathology test - on (B)(6) 2017: left tube and ovary: fallopian tube showing endosalpingiosis, salpingitis isthmica nodosa and paratubal cyst. Ovary showing mucinous cyst adenoma, corpora luteal and albicans tia, cystic follicles and focal calcification. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: dysmenorrhea and uterine leiomyoma and following event was described in patient's medical record- device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: pfs & mr received: new reporter and consumer address were added. This case became incident. New events abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), vaginal infection, anxiety, depression, dysmenorrhea and uterine leiomyoma were added. Events onset date and lab data was added. Medical history, concomitant condition and concomitant drugs were added. Patients dob, demographics, lot number and were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 33-year-old female patient who had essure (batch no. (644592,644692)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included menses irregular, abdominal cramps, nausea, nabothian cyst and human papilloma virus antibody positive. Concurrent conditions included vaginal odor, fatigue, weight loss, shortness of breath, urinary frequency, vaginal discharge, uterine bleeding, uterine enlargement, ovarian cyst, adnexa uteri mass, endosalpingiosis, salpingitis isthmica nodosa, paratubal cyst and pap smear abnormal. Concomitant products included drospirenone + ethinylestradiol (yaz) from (B)(6) 2009 to (B)(6) 2010, medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2009 and promethazine (phenergan). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine leiomyoma"), 7 years 11 months after insertion of essure. On an unknown date, the patient experienced vaginal discharge ("vaginal discharge") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (unilateral salpingectomy and oophorectomy (left side removal of ovary) on (B)(6) 2017). At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, depression, anxiety, dysmenorrhoea, uterine leiomyoma, vaginal discharge and genital haemorrhage outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure coils right:3 , left: 4. Discrepancy noted in personal information - unilateral salpingo ¿ "oophorectomy" (left side) and have you had your essure (or any part of the device) removed? No. Events resolved with essure removal: pain, bleeding and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2016: the procedure was notable for normal cervical epithelium, normal gland openings, and nabothian cysts present. Hysterosalpingogram - on an unknown date: essure device was successfully occlude (as per legal complaint). Pathology test - on (B)(6) 2017: left tube and ovary: 1. Fallopian tube showing endosalpingiosis, salpingitis isthmica n odosa and paratubal cyst. 2. Ovary showing mucinous cyst adenoma, corpora luteal and albicans tia, cystic follicles and focal calcification.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: dysmenorrhea and uterine leiomyoma and following event was described in patient's medical record- device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: new event was added: vaginal discharge and gen. Abnormal bleeding were added. Events resolved with essure removal: pain, bleeding and bladder/urinary problems. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 33-year-old female patient who had essure (batch no. (644592, 644692)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included menses irregular, abdominal cramps, nausea, nabothian cyst and human papilloma virus antibody positive. Concurrent conditions included vaginal odor, fatigue, weight loss, shortness of breath, urinary frequency, vaginal discharge, uterine bleeding, uterine enlargement, ovarian cyst, adnexa uteri mass, endosalpingiosis, salpingitis isthmica nodosa, paratubal cyst and pap smear abnormal. Concomitant products included drospirenone + ethinylestradiol (yaz) from (B)(6) 2009 to (B)(6) 2010, medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2009 and promethazine (phenergan). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine leiomyoma"), 7 years 11 months after insertion of essure. On an unknown date, the patient experienced vaginal discharge ("vaginal discharge") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (unilateral salpingectomy and oophorectomy (left side removal of ovary) on (B)(6) 2017). At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, vaginal discharge and genital haemorrhage had resolved and the depression, anxiety, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure coils right:3 , left: 4. Discrepancy noted in personal information - unilateral salpingo ¿ oopherectomy (left side) and have you had your essure (or any part of the device) removed? No. Events resolved with essure removal: pain, bleeding and bladder/urinary problems. Received treatment for : pain, bleeding, psych injury, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2016: the procedure was notable for normal cervical epithelium, normal gland openings, and nabothian cysts present. Hysterosalpingogram - on an unknown date: essure device was successfully occlude (as per legal complaint). Pathology test - on (B)(6) 2017: left tube and ovary: 1. Fallopian tube showing endosalpingiosis, salpingitis isthmica n odosa and paratubal cyst. 2. Ovary showing mucinous cyst adenoma, corpora luteal and albicans tia, cystic follicles and focal calcification. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: dysmenorrhea and uterine leiomyoma and following event was described in patient's medical record- device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: psf received. Outcome of events : physical pain/ pain , abnormal bleeding (menorrhagia) ,abnormal bleeding (vaginal), infection (bladder/urinary tract/vaginal) type: vaginal , vaginal discharge , gen. Abnormal bleeding was updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 33-year-old female patient who had essure (batch no. (644592,644692)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, abdominal cramps, nausea, nabothian cyst and human papilloma virus antibody positive. Concurrent conditions included vaginal odor, fatigue, weight loss, shortness of breath, urinary frequency, vaginal discharge, uterine bleeding, uterine enlargement, ovarian cyst, adnexa uteri mass, endosalpingiosis, salpingitis isthmica nodosa, paratubal cyst and pap smear abnormal. Concomitant products included drospirenone + ethinylestradiol (yaz) from (B)(6) 2009 to (B)(6) 2010, medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2009 and promethazine (phenergan). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine leiomyoma"), 7 years 11 months after insertion of essure. On an unknown date, the patient experienced vaginal discharge ("vaginal discharge") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (unilateral salpingectomy and oophorectomy (left side removal of ovary) on (B)(6) 2017). At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, vaginal discharge and genital haemorrhage had resolved and the depression, anxiety, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure coils right:3 , left: 4. Discrepancy noted in personal information - unilateral salpingo ¿ oophorectomy (left side) and have you had your essure (or any part of the device) removed? No. Events resolved with essure removal: pain, bleeding and bladder/urinary problems. Received treatment for : pain, bleeding, psych injury, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2016: the procedure was notable for normal cervical epithelium, normal gland openings, and nabothian cysts present. Hysterosalpingogram - on an unknown date: essure device was successfully occluded (as per legal complaint). Pathology test - on (B)(6) 2017: left tube and ovary: 1. Fallopian tube showing endosalpingiosis, salpingitis isthmica n odosa and paratubal cyst. 2. Ovary showing mucinous cyst adenoma, corpora luteal and albicans tia, cystic follicles and focal calcification. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: dysmenorrhea and uterine leiomyoma and following event was described in patient's medical record- device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of product technical complaint. Event of "did not undergo essure confirmation test" deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 33-year-old female patient who had essure (batch no. (644592,644692)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included menses irregular, abdominal cramps, nausea, nabothian cyst and human papilloma virus antibody positive. Concurrent conditions included vaginal odor, fatigue, weight loss, shortness of breath, urinary frequency, vaginal discharge, uterine bleeding, uterine enlargement, ovarian cyst, adnexa uteri mass, endosalpingiosis, salpingitis isthmica nodosa, paratubal cyst and pap smear abnormal. Concomitant products included drospirenone + ethinylestradiol (yaz) from (B)(6) 2009 to (B)(6) 2010, medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to(B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2009 and promethazine (phenergan). On (B)(6)2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2017, the patient was found to have uterine leiomyoma ("uterine leiomyoma"), 7 years 11 months after insertion of essure. On an unknown date, the patient experienced vaginal discharge ("vaginal discharge") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (unilateral salpingectomy and oophorectomy (left side removal of ovary) on (B)(6)2017). At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, vaginal discharge and genital haemorrhage had resolved and the depression, anxiety, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure coils right:3 , left: 4 discrepancy noted in personal information - unilateral salpingo ¿ oopherectomy (left side) and have you had your essure (or any part of the device) removed? No. Events resolved with essure removal: pain, bleeding and bladder/urinary problems. Received treatment for : pain, bleeding, psych injury, bladder/urinary problem diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6)2016: the procedure was notable for normal cervical epithelium, normal gland openings, and nabothian cysts present. Hysterosalpingogram - on an unknown date: essure device was successfully occlude (as per legal complaint). Pathology test - on (B)(6)2017: left tube and ovary: 1. Fallopian tube showing endosalpingiosis, salpingitis isthmica n odosa and paratubal cyst. 2. Ovary showing mucinous cyst adenoma, corpora luteal and albicans tia, cystic follicles and focal calcification. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: dysmenorrhea and uterine leiomyoma and following event was described in patient's medical record- device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: psf received. Outcome of events : physical pain/ pain , abnormal bleeding (menorrhagia) ,abnormal bleeding (vaginal), infection (bladder/urinary tract/vaginal) type: vaginal , vaginal discharge , gen. Abnormal bleeding was updated as recovered based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 33-year-old female patient who had essure (batch no. 644592-inv,644692-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included menses irregular, abdominal cramps, nausea, nabothian cyst and human papilloma virus antibody positive. Concurrent conditions included vaginal odor, fatigue, weight loss, shortness of breath, urinary frequency, vaginal discharge, uterine bleeding, uterine enlargement, ovarian cyst, adnexa uteri mass, endosalpingiosis, salpingitis isthmica nodosa, paratubal cyst and pap smear abnormal. Concomitant products included drospirenone + ethinylestradiol (yaz) from august 2009 to january 2010, medroxyprogesterone acetate (depo provera) from september 2009 to september 2010, paracetamol (acetaminophen) since november 2009 and promethazine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine leiomyoma"), 7 years 11 months after insertion of essure. The patient was treated with surgery (unilateral salpingectomy and oophorectomy (left side removal of ovary)). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, depression, anxiety, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure coils right:3 , left: 4. Discrepancy noted in personal information - unilateral salpingo ¿ oopherectomy (left side) and have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2016: the procedure was notable for normal cervical epithelium, normal gland openings, and nabothian cysts present. Hysterosalpingogram - on an unknown date: essure device was successfully occlude (as per legal complaint). Pathology test - on (B)(6) 2017: left tube and ovary: 1. Fallopian tube showing endosalpingiosis, salpingitis isthmica n odosa and paratubal cyst. 2. Ovary showing mucinous cyst adenoma, corpora luteal and albicans tia, cystic follicles and focal calcification. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: dysmenorrhea and uterine leiomyoma and following event was described in patient's medical record- device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: update of information (batch is not valid) incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.